Event description:
A peritoneal dialysis registered nurse [(pd)rn] reported a pd patient on continuous cyclic pd (ccpd) therapy who experienced peritonitis. There was no specific allegation this adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pdrn, it was reported this patient presented to the outpatient clinic on (B)(6) 2022 with abdominal pain and cloudy peritoneal effluent fluid. Peritoneal effluent fluid cultures and a white blood cell (wbc) count taken in the outpatient clinic on (B)(6) 2022 presented with klebsiella oxytoca and a wbc count of 1425/mm3. The patient was diagnosed with peritonitis due to a break in aseptic technique during ccpd therapy on the liberty select cycler at home. The patient was prescribed intraperitoneal ceftazidime at 2000 mg daily for three weeks. The patient continued ccpd therapy on the same liberty select cycler at home during antibiotic therapy. The patient was hospitalized on (B)(6) 2022 as her symptoms of abdominal pain and cloudy peritoneal effluent from the initial peritonitis infection persisted. Peritoneal effluent cultures and wbc count taken in the hospital on (B)(6) 2022 presented with klebsiella and candida (species not reported) in the culture and a wbc count of 3350/mm3. The patient was diagnosed with refractory peritonitis from the initial infection diagnosed on (B)(6) 2022. It was explained the patient is severely immunocompromised and very difficult to treat when she has infections. The patient¿s pd catheter (not a fresenius product) was removed on (B)(6) 2022 due to the severity of infection and a central vascular catheter was placed in favor of hemodialysis (hd) for renal replacement therapy on a hospital provided hd device (unknown brand and model) for the duration of the admission. The patient is recovering from this event while awaiting discharge to home. It was confirmed the patient¿s peritonitis, refractory infection, and the associated hospitalization was not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient plans to continue hd therapy on an in-center basis upon discharge with no plan to return to pd therapy.